Event description:
During use of the mynxgrip vascular closure device (vcd), the vcd jammed while shuttling down and the physician was unable to deploy. The patient was not injured. Manual pressure was used to achieve homeostasis. The vcd is available for analysis.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Device history record (DHR) review was conducted, and the product met quality requirements for product acceptance. This device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
During use of the mynxgrip vascular closure device (vcd), the vcd jammed while shuttling down and the physician was unable to deploy. The patient was not injured. Manual pressure was used to achieve homeostasis. The product was returned for analysis. Visual analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was disengaged from the black handle. The syringe was connected to the device with the stopcock close. The procedure sheath was on the catheter shaft, covering the balloon proximal tip with its stopcock in close position. The sealant was observed protruded out from the outer cartridge tubing side slit, exposed to blood, swollen, and stuck to the device components. The sealant sleeve was displaced, running loose between the shuttle cartridge and procedure sheath. It is unknown if the device was manipulated post the procedure. The advancer tube remained in the shuttle cartridge. Per functional analysis, the sealant and procedure sheath were removed from the device. A simulated deployment test was performed, and the shuttle cartridge was able to be advanced and retracted to the black handle without issue per the mynxgrip instructions for use (IFU). The advancer tube was observed properly engaged to the tamp lock as intended. Per visual analysis, visual inspection at high magnification showed that the sealant was soaked in blood, swelled, and protruded out from the outer cartridge tubing side slit. The condition of the returned device indicates that the sealant may have been prematurely hydrated, and during shuttling and unsheathing step, the sealant hindered/obstructed the device path from being advanced, which may have contributed to the reported incident. A product history record (phr) review of lot f2207501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿shuttle advancement issue¿ was confirmed during analysis of the returned device. The event might have been caused by the sealant prematurely hydrating, increasing the profile, adhering to the device components, which created resistance and obstructed the device path during the procedure. In addition, the procedure sheath stopcock was observed not opened as received, which may have contributed to the reported incident. The exact cause of the reported event could not be conclusively determined. According to the instructions for use which is not intended as a mitigation of risk, it instructs users to open the procedural sheath stopcock and confirm temporary hemostasis while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Failure to open the procedural sheath stopcock and/or high tension applied to the balloon catheter during the deploy sealant step can result in a tight seal at the tip of the sheath, and as the device is advanced, blood can be trapped inside the sheath and caused the sealant to hydrate prematurely. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.